Event description:
Ous MDR - this device was explanted due to a depleted battery. No adverse patient events were reported.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. Matching the clinical observation, the device status was eos, and 14 charge processes had been documented. The charge drawn from the battery was checked and turned out not to be as expected. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured directly and confirmed a discharged battery. The electronic module was then connected to an external voltage source and underwent an electrical function test. First, the current uptake of the electronic module was measured, which proved to be unremarkable. In a next step, the electronic module capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was normal. The battery was then returned to the manufacturer of the battery for an extensive analysis. First, a microcalorimetric measurement of the battery was performed. This showed an increased heat tone. In a next step, the battery was opened and examined. A short-circuit within the battery was detected. This short-circuit enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, premature battery depletion was detected during the analysis of the ICD. The clinical observation was the result of an increased self-discharge of the battery. The electronic module proved to be free of defects.